Event description:
It was reported that vessel dissection requiring intervention occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcium right coronary artery. After pre-dilation was performed with a 2.0x20 mm maverick balloon catheter, a 3.00 x 48mm synergy ii drug eluting stent (des) was advanced and deployed to treat the lesion at 14 atmospheres. However, during the procedure proximal edge flow limiting type c dissection was found. Post-dilation was done with another 3.0 x 16mm synergy des and deployed to cover the dissection and the procedure was completed. No further patient complications were reported, and the patient status was stable.